Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor reset during incoming functional testing. The cause for the failure was isolated to a defective q10 transistor on the defibrillator pca. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to undergo incoming functional testing.